Event description:
Information was received from the nurse practitioner's office indicating that the patient needed an urgent battery replacement due to battery depletion less than a year. A battery life calculation was performed and did not confirm the report of battery depletion as there was an estimate of 3.7 years until neos = yes; however this does not take into consideration magnet swipes and the amount autostim is used. Clinic notes for the patient were received and reviewed. It was indicated that the patient's device was interrogated and found to be at 0-5%. It was indicated the patient has been tolerating the settings and has been seizure free almost 3 years. It was indicated that the patient's battery was low with implant having occurred less than a year ago. Device history record's for the generator was reviewed. It was confirmed that all parameters passed inspection and that the trim test tab was performed after the manufacturing process was corrected; therefore, the generator of interest is not part of the laser routing issue which would cause premature eos. Implant for was received indicating the patient received a battery replacement. The explanted generator has not been received for product analysis. No additional relevant information has been received to date.

Event description:
Explanted product was received into product analysis and analysis of the device is currently underway.

Manufacturer narrative:
Event description - correction - inadvertently not included in supplemental #02 MDR submitted.

Event description:
Additional information was received that the patient spoke with the or support specialist and indicated that at some point the patient had a shoulder surgery in which cautery was used and the scar was very close to the generator site. It is known that the generator being exposed to cautery can cause premature battery depletion, however is unknown at this time if the cautery found during product analysis was from this event as it can also be found to occur during the explant procedure.

Event description:
Product analysis (pa) was performed on the generator returned. The reported allegations of ¿premature end of life (eol)¿ at neos = yes was duplicated in the pa lab. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. Resulting status checks for communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The diagnostic vbat calculation result was 2.114 volts (ifi range 2.74v - 2.41v). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The battery, 2.323 volts (ifi range 2.41v - 2.74v) as measured during completion the final electrical test, shows a neos=yes condition. The data in the diagaccumconsumed memory locations revealed that 25.232% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.239 volts (ifi range 2.74v - 2.41v), confirming a neos=yes condition. A visual assessment on the pcba showed no visual anomalies. The battery was removed. An end-of-service warning message was verified in the pa and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. There was also high impedance that occurred after the device was explanted. The combination of a high impedance that occurred after explant and output current being left on post explant required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. A reset of the pulsedisabled bit in the pulse generator¿s memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Based on the analysis performed, the cause of the premature end of life allegation was could not be determined.